Manufacturer narrative:
The valve met the requirement for leak testing, however it was not patent. This precluded all other testing. Ther was a large amount of proteinaceous debris noted in the interior and exterior of the valve.

Event description:
It was reported to medtronic neurosurgery that during surgery, the saline solution would not circulate through the strata ii valve. According to the report, it was suspected that the device was occluded and a replacement device was used to complete the surgery. Reportedly, there was no injury to the patient.